Manufacturer narrative:
This is a final report. An investigation is in-process.

Event description:
This medwatch report is being filed due to a shift in pt and/or control results when changing to architect reagent and calibrator lots manufactured using the new internal reference standard. Also noted is the accuracy by correlation claim between architect ferritin and axsym ferritin as listed in the architect ferritin reagent package insert. A recall was issued and reported under 21 cfr 806 to the chicago FDA district office on june 06, 2006. Abbott was not received any reports of adverse events associated with this issue.